Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381811 and lot number 3262520. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Manufacturer narrative:
Late sample investigation results: our quality engineer inspected the sample submitted for evaluation. Bd received one 24g x 0.56 inch insyte autoguard IV catheter was received with three open unit packages (two from lot #3333219 and one from lot #3262520). It was indicated that the incident sample was from lot #3333219. Five representative 24g x 0.56 inch insyte autoguard devices were also received in sealed packaging from both lot #3333219 and lot #3262520. The 24g IV catheter was received with an extension set attached to the yellow catheter adapter. A leak test was completed per qcge-011-11(c). A leak was detected near the catheter adapter. A microscopic examination of the IV catheter tubing revealed a curved breach in the tubing. The edges of the breached tubing were sharp and the adjoining surfaces were noted to be glossy, which indicates that the tubing was likely damaged with a sharp instrument; however, it could not be determined when or how the tubing was damaged. The complainant indicated that the needle may have punctured the tubing at the time of retraction. Each representative sample from lot #3333219 and #3262520 was removed from the unit package. A visual and microscopic examination of the device revealed no damage or defects. No holes were noted in the tubing. The safety mechanism was activated and each needle fully retracted. After the IV catheter separated from the needle, a leak test was completed, but no leaks were identified in the IV catheters. As a breach was identified in the used sample from lot #3333219, the complaint was confirmed; however, the root cause could not be determined. As the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. There were no distinguishing features which could aid in identification of a specific root cause. 100% vision inspections and sampling per the quality control plans help mitigate the occurrence of catheter damage during manufacturing that would result in a leak. The instructions for use (IFU) also indicate that the needle should not be reinserted into the catheter during the insertion process as catheter damage may occur. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte-n autoguard needle pierced the catheter. The following information was provided by the initial reporter: nurses have reported that when they hit the button to retract the needle, they think it punctures the catheter. They could not say which of the ones below it happened with. The first report I have no approximate time. Follow-up: customer response on (B)(6) 2024 harm has caused to patient as a new peripheral had to be inserted, both were pediatric patients. 22aug there is leaking from very close to where the hub is - a tiny hole.